Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to detach onto the patient's esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called in to report a bravo capsule failure to attach. The customer reported harm to the patient due to more anesthesia being required to repeat the procedure and the capsule had to be retrieved from the patient. There was nothing unusual about the patient or the procedure itself that led up to the event. An endoscopy was performed prior to the procedure and the esophagus appeared normal. Vacuum pressure prior to the procedure was 75 (around 600mmhg) and pressure did drop with finger test. The user is not sure what caused the failure to attach.